Event description:
Caller states the pt tested 4.0 inr/3.8 inr on coaguchek system 1 and 5.5 inr/4.1 inr on coaguchek system 2 during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch for suspect device in coaguchek system 1.